Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. At (B)(6) of gestation, she experienced severe complications which lead to a complete hysterectomy. Her baby died. These events were considered serious due to medical importance. Only pregnancy is listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case, no information was provided about hsg. Additionally, consumer mentioned a novasure procedure; which if performed concomitantly with essure could have compromised an hsg test. However, as pregnancy occurred 2 years after essure placement; an essure contraceptive failure cannot be excluded. Regarding the reported pregnancy complications; they were not specified. Nevertheless, as they occurred during the second trimester of gestation; a mechanical interference between essure and the developing pregnancy cannot be excluded. Therefore, this event was considered as related to the suspect insert. Additionally, non-serious events were reported. This case was regarded as incident, due to the serious injury for both mother and fetus. In this case neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Internal correction on 25-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in united states on 06-aug-2015 which describes a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) in 2006. Additional information received on 11-aug-2015. Consumer stated that essure and novasure were performed in 2006. She had constant pain 8 weeks after procedure and she visited 3 different hospitals but nothing could be diagnosed and she was discharged with paperwork regarding abdominal pain. Two years later, she got pregnant and had severe complications which led to a complete hysterectomy at almost 20 weeks pregnant. She lost her uterus and baby died as well (case (B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. At 20 weeks of gestation, she experienced severe complications which lead to a complete hysterectomy. Her baby died. These events were considered serious due to medical importance. Only pregnancy is listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case, no information was provided about hsg. Additionally, consumer mentioned a novasure procedure; which if performed concomitantly with essure could have compromised an hsg test. However, as pregnancy occurred 2 years after essure placement; an essure contraceptive failure cannot be excluded. Regarding the reported pregnancy complications; they were not specified. Nevertheless, as they occurred during the second trimester of gestation; a mechanical interference between essure and the developing pregnancy cannot be excluded. Therefore, this event was considered as related to the suspect insert. Additionally, non-serious events were reported. This case was regarded as incident, due to the serious injury for both mother and fetus. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.